Event description:
Nurse was stuck by a contaminated insyte autoguard angiocath. Nurse had engaged the safety device and laid the device down while attending their patient. When nurse picked it up nurse was stuck because the needle did not completely retract. After inquiry other nurses reported the same problem on this and another unit. Fortunately they were not stuck.